Event description:
It was reported that during a poba/stenting procedure, the express2 monorail stent dislodged. The lesion being treated was located in the 90% stenotic proximal to mid right coronary artery (rca). First, a 4.0 x 20mm express2 stent was deployed in the mid rca. Then the physician attempted to deploy this 4.0 x 20mm express2 stent proximally and overlapping the other stent. However, the stent dislodged from the delivery device. The physician attempted multiple times to retrieve the stent with a snare but was unsuccessful. The express2 stent was manipulated to the femoral artery and the procedure was finished. The pt was later taken to surgery for removal of the stent. No info is available regarding the surgery. No complications were reported, and pt status was reported as 'good'.